Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: minimal fluid", bilateral "radial folds" and bilateral exchange from textured to smooth.

Event description:
Patient reported "I have the style 410. I saw on the news that they are causing lymphoma and I need to know what to do about that?" Healthcare professional reported left side "minimal fluid", bilateral "radial folds" and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold, wear abrasion, and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: creases are observed however do not taken as a workmanship because it was not received in their original packaging.